Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, a crack was seen in the pump connecting tube; however, the cause for the crack was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of inflatable penile prosthesis (ipp) mechanical issues was confirmed through product analysis; however, the reported allegation of a hole in the tubing could not be confirmed as the tubing was not returned for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual and microscopic inspection of the first cylinder identified a hole consistent with explant damage caused by a sharp instrument. This cylinder could not be pressure tested due to this leak. The other cylinder performed within specification. The reservoir was visually and microscopically examined, revealing no visual damages upon inspection. Functional testing of the reservoir was unable to identify any device anomalies. Visual inspection of the pump was unremarkable. Upon functional testing of the pump, the component did not pass the activation and deactivation state tests. Labeling review: a review of the device instructions for use was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, a crack was seen in the pump connecting tube; however, the cause for the crack was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of mechanical issues caused by a hole could not be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the cylinders identified a hole consistent with explant damage caused by a sharp instrument in cylinder 1. Cylinder 1 could not be pressure tested due to this leak. Cylinder 2 performed within specification. The reservoir was visually and microscopically examined, revealing no visual damages upon inspection. Functional testing of the reservoir was unable to identify any device anomalies. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, a crack was seen in the pump connecting tube; however, the cause for the crack was not detailed by the facility. Following the intervention, the patient was stable and improved.